Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (69 mg/dl). Customer consumed food and juice to stabilize blood glucose levels.